Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the ins was at 60% last night and this morning the ins battery was totally empty. Agent reviewed with the pt that ins battery depletion rate was based on therapy settings/usage. Pt said that they hadn't really made any therapy adjustments. Pt said that they moved the stimulation level depending on what hurt, so if their legs hurt then they would turn the cycling up to 100% and then if their back hurt then they would turn it down to 60% or so. Pt said that the stimulation level was low at 1.2. Pt said that this was the first time the issue happened. Pt said that they were told that the ins would last 7 years. Agent reviewed expected ins longevity with the pt. Agent redirected pt to hcp to further address the issue if the issue persisted and was a concern.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient said the cause of the battery draining rapidly was due to them not being able to charge due to the donut charging cord. A replacement was sent. No further action was required.